Manufacturer narrative:
The review of the mfg paperwork verified that this lot met pre-release specifications.

Event description:
On (B)(6) 2003, this pt was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On an unk date, computed tomography angiography (cta) identified an unspecified endoleak with aneurysm enlargement (amount unk) to 10cm. There is no reintervention planned at this time.